Event description:
It was reported that device diagnostic testing resulted in high impedance. It was reported that the patient had recently underwent generator replacement surgery. It was reported that x-rays showed that the lead pin was not fully inserted into the generator header. X-rays were sent to manufacturer for review. Review of the x-rays confirmed that the lead pin was not fully inserted into the generator header. The patient underwent surgery and the lead pin was reinserted into the generator header and device diagnostic testing was within normal limits.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.